Event description:
An error was received that vessel sealer blade may be deployed. It was replaced with a different vessel sealer to complete the procedure. This failure had patient contact but no patient harm. Manufacturer response for xi robotic vessel sealer, (brand not provided) (per site reporter). Shipping label received to return the failure - product will be returned this week.